Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The patient suddenly stopped having access to sound on (B)(6) 2015. No trauma or accident reported, but the child was playing with other children and afterwards he no longer had any access to sound. All external components were changed. The skin flap is not oedematous. In-situ measurements show device malfunction.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
The pt suddenly stopped having access to sound on (B)(6), 2015. No trauma or accident reported. The child was playing with other children and afterwards he had no more access to sound.